Event description:
It was reported by the customer that during a lap cholecystectomy, the device was defective. It wouldn't work. That is all of the information that the caller was given. Case was completed using another device. No patient consequence.

Manufacturer narrative:
Broken cam. Evaluation summary: the analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. In addition, the orange indicator did not showed up. A corrective action has been initiated to address the root cause of the broken cam issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.